Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved ((B)(4)) no anomalies were found. The event is unlikely to cause harm since a second broach handle is available to carry out the surgery.